Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 65-year old caucasian female patient underwent primary breast augmentation with a 510cc mentor memorygel breast implant on the right breast. Post-operatively, the patient was diagnosed, via physical examination, with right breast dropping and right breast implant rupture. As a result, the patient underwent bilateral breast implant removal and replacement on (B)(6) 2023. The replacement devices were: (right) 350cc mentor memorygel breast implant catalog: 3503501bc lot: 9636204 sn: (B)(4) and (left) 300cc mentor memorygel breast implant catalog: 3503001bc lot: 9861691 sn: (B)(4).

Manufacturer narrative:
On may 18, 2023, the mentor failure analysis lab received the device for evaluation. On may 18, 2023, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the sm mod classic gel, 510cc breast implant had an area of shell abrasion on the posterior view. In addition, a tear was noted within the shell abrasion measuring approximately 9.8 cm. A microscopic examination was performed and instrument damage was not found on the area of the tear. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis, can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. A second product was received (lot-6475402). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required.

Manufacturer narrative:
On may 4, 2023, mentor received additional information indicating that the patient was also diagnosed with right breast ptosis. The patient underwent bilateral vertical mastopexy.